Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the audible alarm not to function, which confirmed the original complaint issue.

Event description:
Dealer states initial alarm and warning alarm are not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states initial alarm and warning alarm are not working.